Event description:
It was reported that during the implant procedure the lead dislodged three times while being placed in the right ventricular (rv) septum. The lead was successfully placed in the rv apex and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).